Event description:
Procedure type: lap hernia repair. According to the reporter: the balloon was handed to the surgeon for use and when he unlocked the collar to push down into the foam the pin fell out on to the patient. No patient injury was reported. Patients age, weight and sex are not disclosed to me due to privacy laws of the hospital.

Manufacturer narrative:
Initial report sent: 10/19/2007.